Event description:
The customer reported violet image, loose contact and image flickers during inspection for use involving an olympus gynecologic laparoscope. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.